Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if a device is received at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the display monitor showed color bar signal while unspecified laparoscopic procedure. The user facility replaced the subject device and completed the procedure. There was no patient harm reported. After the procedure, the subject device was connected to the other processor, but the phenomenon was not duplicated.